Event description:
It was reported that upon removing the rx lithotripter compatable basket from its packaging, the physician noted that the tip of the basket was missing and the basket did not appear to be "held together". The device was not used and another of the same device was used to complete the procedure. The patient's status is unknown.